Event description:
A malfunction alarm occurred, but no notable events were reported before the malfunction. There was no reported impact on the customer's blood glucose level as the level was not disclosed. Technical support organized a pump replacement after the customer confirmed experiencing a previous malfunction, and the pump was replaced for safety reasons.